Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a definitive root cause could not be identified, the issue may have occurred due to improper or insufficient reprocessing methods or handling. In addition, service found the instrument channel had a leak due to a perforation. The bending angulation was out of specification due to wear of the angle wire. The up/down knob was out of specification due to wear. The bending tube was damaged due to external forces. The universal cord was wrinkled due to wear. Corrosion was observed in the electrical connector. The paint had worn off the air/water and suction cylinders. Several of the device components demonstrated scratches and wear. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that a stent became stuck in the subject device but was subsequently removed. The customer then requested an inspection of the device. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, the instrument channel was found to be clogged with foreign material. The instrument channel cleaning brush and the forceps could not be inserted due to the blockage. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 14-mar-2022.